Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed bruising on her left side underneath the lifevest. The patient's physician decided to end use of the lifevest due to the bruising. During a follow-up the patient reported that the bruising had improved.